Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient weight (B)(6) lbs. At the time of the event. The recharger issue was resolved with the new recharger. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins recharger (insr) was having poor coupling with the ins during recharging. The patient reported that they had been trying to charge the ins for more than an hour and the ins battery level had not increased. The pt reported that they felt stim was weakening due to ins battery level and pain was returning. A replacement insr antenna was sent, no additional symptoms or additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins recharger (insr) was having poor coupling with the ins during recharging. The patient reported that they had been trying to charge the ins for more than an hour and the ins battery level had not increased. The pt reported that they felt stim was weakening due to ins battery level and pain was returning. A replacement insr antenna was sent, no additional symptoms or additional complications were reported.